Event description:
It was reported that a revision was performed due to post fracture.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to examine the implant. Visual and stereomicroscopic examination showed the articulating surface and post experienced wear and delamination. The ps post was fractured but was not returned. Cracking was observed on the medical side of the liner, as well as the posterior edges of the liner. Laser markings identifying the lot number of the implant were not visible due to backside wear/creep. The most likely cause for delamination and burnishing of the articulating surface was the embrittled state of the uhmwpr material of the insert combined with high stresses. Uhmwpe is normally a tough and ductile material, and does not behave in a brittle manner. However, ?-irradiation sterilization can affect certain changes to the molecular structure of the material (chain-scission and formation of long-lived free radicals). Although not deleterious by themselves, these changes render the material susceptible to oxidation over time. Recent reports in clinical and scientific literature suggest that the oxidation which occurs over time on the shelf, post ?-sterilization, can lead to mechanical embrittlement of uhmwpe. Although, the in vivo oxidation rate of ?-sterilized uhmwpe is less than that from shelf aging, it can still occur. The insert was shelf aged for an unknown period of time and in vivo for approximately 15 to 16 years. While lack of a lot number precludes definitive identification of sterilization method and manufacture date (which would allow estimation of shelf aging), the visual appearance of this liner is similar to previously retrieved ?-sterilized components that had periods of shelf and in vivo aging. Fracture of the post is not unprecedented for such components. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.